Event description:
On (B)(6) 2012, the patient contacted animas for assistance in resuming insulin pump therapy after having been off the pump, and during the call noted that she had experienced a severe low blood glucose (bg). A date of the incident was not provided. The patient stated that her bg went so low that it would not register on the meter. She stated that during the incident she did not recognize her oldest daughter and attempted to protect her husband and younger child from her older daughter. She stated that she was irrational, shaky, and was experiencing "fight or flight syndrome." The patient stated that she treated the low bg with green beans, peanut butter, and table sugar and her bg then elevated. A reason for the reported incident could not be determined. This complaint is being reported because the patient experienced hypoglycemia while using insulin pump therapy and because the low bg could not be explained.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. The pump was able to rewind, load and prime without any issues. Boluses were able to be programmed, delivered and recorded correctly in the pump history. There were no issues found with delivery or the pump history during evaluation.